Event description:
An optician reported that a female patient experienced a corneal burn and was reportedly hospitalized for 1 week following use of product with b12. The patient did not want to provide a medical release for any follow up with her physician. The product used by the patient was not made available for laboratory analysis and the lot number provided by the patient was incorrect so that a retained unit could not be analyzed. No additional information is available or expected.